Event description:
It was reported that during an "sfa" placement, the trigger got stuck making advancement difficult. The item was removed & replaced with another of the same make; leaving the introducer in place. The 2nd system had the same problem & the dr. Opened the handle & deployed the stent without patient injury or further complications.